Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope had a b30 error preventing the endoscope video image from displaying. The issue was found during set up/inspection for use. The procedure was completed using a similar device. There were no reports of patient harm.